Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of the edwards sapien valve, at the time of vascular closure of the access site, the patient's blood pressure dropped. Examination of the valve via echo revealed a dissection of the ascending aorta. The operating team did not perform an intervention and the patient was monitored closely in the ICU. The patient was in a stable condition.

Manufacturer narrative:
This patient has a mildly calcified aortic root along with moderately calcified native leaflets. In addition, severe mitral annular calcification (mac) and mild septal hypertrophy were also noted. Prior to deployment, there was good image intensifier angle and coaxial alignment of the delivery system. The valve was positioned and deployed in a 60:40 ventricular position within the aortic annulus. During deployment, ventilation was held and there was no loss of pacing capture. According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the tavr procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. Annular/aortic rupture is typically a combination of factors, including anatomic factors (severely calcified aortic root. Obliterated sinuses of valsalva (sov)), and procedural factors (significant valve oversizing (=4mm)). Echo and cine imagery is not available to assess the cause of the event. Investigation to determine a possible cause of the reported event is in process.

Manufacturer narrative:
In this case, a 23mm sapien valve was implanted within a 21mm aortic annulus. There was no significant valve oversizing that could contribute to the reported event. The exact cause of the reported dissection cannot be confirmed; however in addition to the procedural factors itself, it was noted that the patient was noted to have moderately calcified aortic root, which could have caused or contributed to the reported event. There is no allegation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of the monthly review. No corrective or preventative actions are required at this time.